Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The customer¿s blood glucose level was 10 mmol/l. The customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap were not damaged. Customer stated that battery compartment was neither damaged nor corroded. Customer stated that the spring was neither damaged nor corroded. Insert battery alarm display on the insulin pump screen but currently blank. The customer reported that the display did not return after insulin pump restart. The customer reported that the insulin pump was exposed to moisture. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.